Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clips that did not close; what was there appearance (irregular or legs straight)? Legs straight. Were there staples missing from the staple line? Ni. Were there staples seen in the surgical field? Ni. What confirmation was received that the device was fully fired? Ni. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Ni. Did the device cut? Ni. If the device cut was the cut line fully circumferential around the target tissue? Ni. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information received: the clips that did not close; what was there appearance (irregular or legs straight)? Legs straight. Were there staples missing from the staple line? No. Were there staples seen in the surgical field? Yes. What confirmation was received that the device was fully fired? Acoustic and tactile feedback. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes. Did the device cut? Yes. If the device cut was the cut line fully circumferential around the target tissue? Yes.

Event description:
It was reported that during an open rectum procedure, the clips didn´t close. A new device was opened and the surgery finished. There were no consequences for the patient. Procedure was completed with same like device.